Manufacturer narrative:
Date of implant: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
It was reported that during a generator replacement surgery, high impedance was observed upon connection of the new implanted device to the existing lead. It was reported that the generator was replaced due to end of service. It was reported that x-rays will be taken and provided to the manufacturer for review. It was reported that lead revision is planned. No known surgical interventions have been performed to date.

Event description:
X-rays were taken and provided to the manufacturer for review. The generator appears in the upper left chest in a normal placement. The feed-through wires seem to be intact. Due to the bad quality of the provided pictures, the placement of strain relief, the presence of tie downs, the integrity of the lead wires at the connector pin could not be assessed. The presence of any gross fractures or discontinuities or sharp angles in the lead and the connection between the connector pin within the connector block could also not be assessed due to the quality of the provided images. It could not be fully assessed whether part of the lead was behind the generator or not. No additional relevant information was provided to date.